Manufacturer narrative:
(B)(4). Final analysis found the lead was difficult to insert the lead into the pulse generators header,. The insertion force used to insert the lead was out of specification for the product. UDI (di): (B)(4).

Event description:
It was reported that during procedure to reposition the right ventricular lead, the physician had difficulty removing the atrial lead when attempting to create additional slack, the setscrew became stripped. The pulse generator had to be explanted and replaced. The patient was asymptomatic.